Event description:
It was reported that the pt presented to the hospital after having slipped and landed heavily. Upon interrogation the right atrial lead exhibited intermittent capture and intermittent sensing and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward. Eval description: a partial lead with the lead tip measuring 44.4 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the enture lead a complete analysis could not be performed.